Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2015 with the following findings: investigators were unable to confirm the original complaint; no ink spots were observed on the display screen. The removable display lens film was discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (ink spots) issue. It was reported that there were ink spots on the display screen and the display screen was not able to be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.